Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Cam channel. The analysis results confirmed that one device was returned for analysis. Upon functional testing of the device, it was noted that the device was mis-feeding the clips. Upon firing all the clips the device fail to lockout as expected. The device was disassembled to examine the condition of the internal components and the back crimp on the cam channel was slightly bent therefore causing the clips not to advance through the cam channel. The feeder shoe of the device got stock on the tab causing the device lockout mechanism to fail to activate. No spitting clips were observed during analysis, although, due to the condition of the returned device, it is possible that feeding issues could have occurred. Although we cannot conclude what caused the feeder shoe to become stuck on the lockout tab, it is possible the reported event was a result of this finding. No incident related to the reported event was observed during the batch record review.